Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top of case was chipped and cracked by the left and right front bottom corners. Bottom case was cracked by the "l" bracket. Cracked and chipped on left plunger case. Force sensor test error duplicated during the power up process. The root cause of the reported issue a result of the customer's physical damage to the device. Actions taken to mitigate the reported issue: replaced force sensor, plunger board, left plunger case and plunger cable. Device passed functional and delivery tests.

Event description:
It was reported that force sensor issue event occurred. No patient injury reported.